Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration yes, perforation- yes') in a female patient who had essure inserted for female sterilisation. In 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the left tubal essure coils had perforated') and embedded device ('embedded into the peritoneum of the left pelvic side wall/mal positioned essure devices on the left.') In an adult female patient who had essure (batch no. 20210351) inserted for female sterilisation. Other product or product use issues identified: device use issue "two essure inserts inserted in left side". The patient's medical history included vaginal bleeding and pelvic pain. In 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essuretotal laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation and embedded device outcome was unknown. The reporter considered embedded device and fallopian tube perforation to be related to essure. The reporter commented: discrepancy noted in insertion date- 20nov2009 most recent follow-up information incorporated above includes: on 17-jul-2020: medical record received- new events- embedded device, two essure inserts inserted in left side were added. Pt term updated from perforation nos to fallopian tube perforation. Lot number, medical history and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('one of the left tubal essure coils had perforated') and device dislocation ('embedded into the peritoneum of the left pelvic side wall/mal positioned essure devices on the left'). In an adult female patient who had essure (batch no. 20210351), inserted for female sterilisation. Other product or product use issues identified: device use issue, "two essure inserts inserted in left side". The patient's medical history included: vaginal bleeding and pelvic pain. In 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure total laparoscopic hysterectomy bilateral, salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. The reporter commented: discrepancy noted, in insertion date: (B)(6) 2009. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration yes, perforation - yes') in a female patient who had essure inserted for female sterilisation. In 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.